Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. One month and twenty-eight days post procedure, the patient experienced epididymitis. Clinic visit admissions on: (B)(6) 2012. Epididymitis continuing as of (B)(6) 2012. No further information was available.